Event description:
It was reported that a malfunction code appeared on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue returned.